Event description:
It was reported that following an implantation procedure on (B)(6) 2021, the patient had a minor intracranial bleed around the right lead. The physician decided to take no action and the issue resolved itself on (B)(6) 2021.

Event description:
It was reported that following an implantation procedure on (B)(6) 2021, the patient had a minor intracranial bleed around the right lead. The physician decided to take no action and the issue resolved itself on (B)(6) 2021.

Event description:
It was reported that following an implantation procedure on (B)(6) 2021, the patient had a minor intracranial bleed around the right lead. The physician decided to take no action and the issue resolved itself on (B)(6) 2021. Additional information was received that the patient displayed symptoms of transient minor mental confusion.